Event description:
It was also reported that the device was explanted on january 27, 2026.

Event description:
Per the clinic, the patient experienced a middle ear infection with purulent discharge and polyp on the tympanic membrane. Subsequently, a revision surgery was performed in 2023 (specific date not reported) to manage the middle ear infection. During the procedure, the electrode was found to have migrated from the cochlea, and an attempt was made to reposition it; however, this was unsuccessful. Following the revision surgery, the patient experienced no sound perception. The patient was subsequently treated with antibiotics (type, duration and specific date not reported); however, the treatment was unsuccessful. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia in 2023 (specific date not reported).

Event description:
It was reported that the device not positioned correctly. Subsequently, the patient underwent a revision surgery in 2023 (specific date not reported) to reposition the device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.